Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records for the product identified no deviations or anomalies. This device is used for treatment. A complaint history review for the same issue identified 3 other complaints for part number 195753 and no complaint identified for lot number 441900. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The components were reviewed for compatibility with no issues noted. Medical records were reviewed. No additional issues were noted during the procedure. Review of the initial op notes showed no complications or indications the product was implanted incorrectly. Without the opportunity to examine the complaint product, root cause cannot be determined. The components were reviewed for compatibility with no issues noted. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint - (B)(4).

Event description:
It was reported that during a procedure performed on (B)(6) 2016, during trialing, the tibial island did not stay intact through full extension. It was also noted that a tibial plateau fracture did not occur. No additional information is available at this time.